Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 112mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. The customer stated that insulin came out before the numbers appeared on the screen and a faster rate than normal. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for several hours and passed the self and displacement test. However, the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarms.